Event description:
Per the clinic, the device was explanted on (B)(6) 2012 for unspecific medical reasons. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2013. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2013. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
Per the clinic, the device was explanted due to infection. This report is filed february 24, 2014.

Manufacturer narrative:
(B)(4).